Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer was experiencing a high blood glucose level of 489mg/dl. Trouble shooting was done and we found bubbles in the line. We coached the customer to fix the issue on the insulin pump. Pump is not being returned. No further information available.